Event description:
Customer reported that the she has been experiencing high blood glucose and had difficulty decreasing the level. Customer tried delivering an insulin bolus and glucose did not come down and had use and insulin pen. Blood glucose value is 600 mg/dl. Customer experienced headache. During troubleshoot; it was stated the drive support cap is recessed. Customer stated the tubing has no air bubbles but the reservoir has a big bubble. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. The high pressure test failed twice. Nothing further reported.

Manufacturer narrative:
.